Manufacturer narrative:
Na

Event description:
The customer reported that, the unit shut down and alarmed while in use on a pt. The customer reported, the ventilator was plugged into another ac outlet, but it would not power on. The customer reported there was no pt harm. The respironics service technician was able to duplicate that the ventilator would not power on. The service technician confirmed a diagnostic code in the ventilator log history that indicated a ventilator restart. The service technician checked wiring connections and reseated pcb boards on the main board. The service technician replaced the power switch as a precaution to address the code in the diagnostic log. Final testing was completed and all tests passed per operating specifications.